Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported by the contact that the customer would wake up with a blood glucose (bg) level of approximately 60 mg/dl after exercising the night before due to the profile setting. To address the bg level, with the assistance of the contact, the customer ate carbohydrates. The contact indicated that an alternate profile setting was needed for the times the customer exercises and would be discussing this with a healthcare provider.